Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2014, treated with antibiotics and discharged on (B)(6) 2014. The patient's pd nurse stated the cause of the peritonitis was touch contamination; the patient did not use proper aseptic technique. Medical records have been requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation.